Manufacturer narrative:
The consumer reportedly sat on the device and the leg collapsed and the user re-injured her clavicle. Information indicates product will not be returned for inspection. No detail of alleged incident has been provided. MDR filed based on alleged serious injury.

Event description:
The consumer states when she went to sit on the commode, the leg allegedly collapsed under her, causing her to fall and dislocate her clavicle.